Event description:
A (B)(6) male consumer reported experiencing mouth and tongue swelling and choking while using the doctor's nightguard advance comfort nightly as a dental protector on an unknown date 6 months ago. On an unknown date the patient experienced/developed mouth and tongue swelling and choking. The consumer stated that these symptoms worsened about a month ago. The consumer stated that he "almost choked to death". The consumer treated his symptoms by taking an undisclosed medication prescribed by his doctor. As of (B)(6) 2013, the mouth and tongue swelling and choking has been resolved. The consumer stated he is allergic to latex, morphine and codeine. Concomitant medications include undisclosed high blood pressure and diabetes medications. The consumer has a medical history of high blood pressure and diabetes. No further information was given at the time of this report.